Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011pw) inserted. This case describes the occurrence of device breakage ("the delivery catheter broke in the hysteroscope"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the end of essure bent, making it difficult to introduce it through the tubal ostium" on 24-jul-2017, device deployment issue "difficulty releasing the device" on 24-jul-2017 and device physical property issue "the end of essure bent, making it difficult to introduce it through the tubal ostium" on 24-jul-2017. On (B)(6) 2017 the patient had essure inserted. On (B)(6) 2017 the patient experienced device breakage (seriousness criterion medically significant), fallopian tube spasm ("spasm during insertion"), fallopian tube enlargement ("oedema of uterine tube") and complication of device insertion ("spasm during insertion/oedema of uterine tube/insertion failure, bilateral placement not performed"). At the time of the report, the device breakage, fallopian tube spasm, fallopian tube enlargement and complication of device insertion outcome was unknown. The relationship of complication of device insertion, device breakage, fallopian tube enlargement and fallopian tube spasm to treatment with essure was not reported. The reporter commented: the inserter physician had training in essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011pw) inserted. The report describes a case of device breakage ("the delivery catheter broke in the hysteroscope"), fallopian tube spasm ("spasm during insertion"), fallopian tube enlargement ("oedema of uterine tube"), complication of device insertion ("spasm during insertion/oedema of uterine tube/insertion failure, bilateral placement not performed") and device deployment issue ("difficulty releasing the device"). Other product or product use issues identified: device physical property issue "the end of essure bent, making it difficult to introduce it through the tubal ostium" on (B)(6) 2017 and device difficult to use "the end of essure bent, making it difficult to introduce it through the tubal ostium" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage, fallopian tube spasm, fallopian tube enlargement, complication of device insertion and device deployment issue. At the time of the report, the device breakage, fallopian tube spasm, fallopian tube enlargement, complication of device insertion and device deployment issue outcome was unknown. The relationship of complication of device insertion, device breakage, device deployment issue, fallopian tube enlargement and fallopian tube spasm to treatment with essure was not reported. The reporter commented: the inserter physician had training in essure procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1700 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011pw) inserted. This case describes the occurrence of device breakage ("the delivery catheter broke in the hysteroscope"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the end of essure bent, making it difficult to introduce it through the tubal ostium" on (B)(6) 2017, device deployment issue "difficulty releasing the device" on (B)(6) 2017 and device physical property issue "the end of essure bent, making it difficult to introduce it through the tubal ostium" on (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube spasm ("spasm during insertion"), fallopian tube enlargement ("oedema of uterine tube") and complication of device insertion ("spasm during insertion/oedema of uterine tube/insertion failure, bilateral placement not performed"). At the time of the report, the device breakage, fallopian tube spasm, fallopian tube enlargement and complication of device insertion outcome was unknown. The relationship of complication of device insertion, device breakage, fallopian tube enlargement and fallopian tube spasm to treatment with essure was not reported. The reporter commented: the inserter physician had training in essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.